Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the pump supplies multiple times. Insulin delivery was resumed. Customer alleged the pump was the cause of the occlusions. Customer declined to perform a pump system check with tandem technical support. Customer's blood glucose was over 200 mg/dl.